Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced sustained high glucose readings of 401 mg/dl with the pump displaying an occlusion alert and a meal bolus only 40% delivered. The issue resolved after the user performed a complete supply change using a contact detach infusion set, and glucose values trended down thereafter. Symptoms included hyperglycemia, with associated nausea and vomiting. Outcomes included a delay to treatment or therapy without emergency care or hospitalization. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed an obstruction of insulin flow associated with the connector/coupler component, consistent with a deformation problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.